Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery lasted less than a week and insulin pump gave a error alarm. The insulin pump also randomly asked to be rewind and at one point it was turned off suddenly and then restarted. The insulin pump took almost an hour to start, blinking medtronic logo and then off. The insulin pump asked to restart 4 to 5 times and all device connections disappeared. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss, unexpected device error, rewind anomaly, low battery alert less than 1 week, flashing medtronic logo, and no communication to transmitter and meter found on (B)(6) 2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No low battery alarms and no rewind anomalies during testing. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Confirmed insulin pump alarmed device error 130 on (B)(6) 2021 at 12:02:30.000 and device error 38 on (B)(6) 2021 at 08:51:00.000 in device downloaded history. Device may have had an intermittent failure not detected during our testing. Device was cut open to perform visual inspection and no moisture or physical damage was found on electrical board, pcba 2 or the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, retainer knit line damage, and minor scratches on lcd window. In summary, customer allegation for unexpected battery power loss, rewind anomaly, low battery alert less than 1 week, flashing medtronic logo, and no communication to transmitter and meter was not confirmed; however, unexpected pump error was confirmed in device downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.